Manufacturer narrative:
Evaluated by MFR: the device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the distal markerband and extending approximately 3mm proximally across the balloon material. The balloon cannot be inflated due to the tear in the balloon material. The rated burst pressure for this device as per specification is 24 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device, no issues with the markerbands of the device, but found a damage to the tip of the device. D2b - pro code (product code): lit. G4 - premarket / 510(k)#: k110122.

Event description:
Reportable based on device analysis completed on 02dec2024. It was reported that the balloon failed to inflate. The severely stenosed target lesion was located in the arteriovenous graft (avg). A 3.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation at 23 atmospheres, the balloon did not fully expand. The device was replaced with an athletis high-pressure balloon. No patient complications were reported. However, returned device analysis revealed a longitudinal tear in the balloon material.